Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
New information received notes that the device was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to interrogate was observed on the device after multiple attempts. Premature battery depletion was noted due to a lot of episodes of recordings and transmissions. Device explant with no replacement or upgrade was discussed. The patient was stable.